Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was having problems with the "catheter or the pump" and was having pain. It was further clarified that the patient had to make a decision on whether to remove the pump or not. The patient's healthcare provider (hcp) reportedly thought that it was a problem with the catheter. The patient was to follow-up with their hcp. It was unknown if the change in therapy/symptoms was considered sudden or gradual, and the event date was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.